Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. While actuating the device, a roughness and noise were generated due to interference from a deformation, but the forceps could still be moved. Additionally, it was noted that the angle was down, the universal cord had wrinkles, and there were scratches on the scope connector, and the insertion section. Corrosion was also discovered on the connector contacts. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the forceps on their olympus evis lucera duodenovideoscope would not go down during reprocessing. According to the initial reporter, there is a "hit" on the side of the forceps table. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event occurred due to the strong interference with deformed part of c-cover (distal end cover) for a limited time and the forceps elevator did not move since roughness due to deformed c-cover was confirmed during the operation of forceps elevator, but it was not possible to reproduce the suggested event. It was further presumed that the c-cover was deformed due to the interference with the endo therapy accessories and external stress. It is recommend the user inspects the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.